Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the original cartridge successfully and resume insulin therapy, resolving the issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.